Event description:
Patient reported "right isolated punctate calcification","signs of encapsulation of the right mammary prosthesis","deep lobulations of the contours and thickening of the periprosthetic capsule" baker grade IV, and "a slight increase in their folds in number suggesting contracture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "right isolated punctate calcification","signs of encapsulation of the right mammary prosthesis","deep lobulations of the contours and thickening of the periprosthetic capsule", and "a slight increase in their folds in number suggesting contracture." Device remains implanted.